Event description:
It was reported that a large volume intermate was missing its ¿top tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 6, 2012 to june 7, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection was performed and showed no defects to the related problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported lot number 12r017; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.